Manufacturer narrative:
Additional information: upon follow-up, it was reported that patient hospitalization was unknown. Three days after the onset of peritonitis, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis which was manifested by abdomen pain and cloudy fluid. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with amikacin injection (250mg, intraperitoneal, duration and frequency not reported) and vancomycin (500mg, intraperitoneal, duration and frequency not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information was available.